Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead resulting in exit block. In addition, the pacing impedance had slowly risen and was high. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.